Manufacturer narrative:
Device evaluated by MFR: pending evaluation concomitant medical products: serial #: (B)(4), catalog: 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, serial #: (B)(4), catalog: 315-35-00 - glnd kwire, serial #: (B)(4), catalog: 320-40-03 - 145-deg pe 40mm hum liner +2.5, serial #: (B)(4), catalog: 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, serial #: (B)(4), catalog: 320-35-03 - small posterior augment glenoid plate, left, serial #: (B)(4), catalog: 320-10-00 - equinoxe reverse tray adapter plate tray +0, serial #: (B)(4), catalog: 300-30-06 - equinoxe preserve stem 6mm, serial #: (B)(4), catalog: 319-01-32 - steinmann pin sterile 3.2mm x 178mm, serial #: (B)(4), catalog: 320-15-05 - eq rev locking screw, serial #: (B)(4), catalog: 521-78-31 - threaded pin size 2.6 collarless 2pk, serial #: (B)(4), catalog: 320-20-00 - eq reverse torque defining screw kit, serial #: (B)(4), catalog: 321-52-07 - 3.2mm drill bit sterile, serial #: (B)(4), catalog: 320-31-40 - glenosphere, 40mm, serial #: (B)(4), catalog: 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm, serial #: (B)(4), catalog: 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, serial #: (B)(4), catalog: 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm.

Event description:
It was reported that during insertion of the screw, the head of the screw sheared off from the body. The body of the screw stayed in the patient's glenoid, but no other pieces stayed in. This 63 y/o, male patient was last known to be in stable condition following the event. No other patient information/medical history reported. Device is not returning.

Manufacturer narrative:
(H3) the fractured screw reported was likely the result of applying torque greater than the yield strength of the material during implantation. However, this cannot be confirmed because the component was not available for evaluation. Section h11: *the following sections have corrected information: (h6) component code: 568, screw.